Manufacturer narrative:
The labeling for the device cautions the user of the following: device not intended to replace the function of the luer connectors and the rotating collar of the bloodline pt connector. Device may not work with all catheter types. Device is intended to decrease the possibility of a complete disconnection of dialysis catheters from tubing and not intended to replace properly secured bloodline to catheter connections. Ensure visibility of the bloodline connection at all times during treatment and to make sure all connections are secure prior to use as well as monitoring use of device regularly during use. It is the belief of fmc na that this event is a disconnect (seen in area of the bloodline where two parts were designed to attach and disconnect) and not a "separation" of the lines as reported by the user facility. It is also our belief that this event was possibly user error attributed to an insecure connector between the catheter and venous line or perhaps contributed by the pt's decreased mental capacity. The cause of death was air embolism. The reported cause of death(air embolism) is consistent with an open catheter limb. Device history lot review: no indication of the reported defect found during DHR review. Lot meets all released criteria. Sample analysis: no sample has been received by fmc na for an eval. Conclusion: the reported complaint is unconfirmed, since the actual sample of the pt connector clip was not received. Also, a detailed review of the mfg records of this product has shown no indication of any defect. Fmc na will continue to monitor and trend and will implement corrective action if there is any indication of a failure.

Event description:
A medwatch report has been received from a hemodialysis user facility on 3/25/09. Additional info received from the facility stated that a hemoclip connector clip had been placed at the tubing/catheter connection site, but may have been applied incorrectly causing the disconnection. In addition, the pt's decreased mental capacity may have been a contributing factor.